Manufacturer narrative:
Pending return of device for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report a pump explant. Physician contacted representative stating, "we have a pain pump emergency. Patient has had volume discrepancies on refills. Dye study was unremarkable last week. Did a volume check and the volume was off significantly. We went to put the medication back in the pump and the patient decompensated. Narcan was administered and paramedics are on the scene." The patient was taken to a nearby hospital and was treated for an overdose. The pump was explanted. Representative had also spoken to the nurse and office manager about this patient and it was confirmed that the patient had been experiencing a lack of pain relief before the dye study was performed. Representative stated, "they decided to bring the patient back into the office to check volumes again. They reported to me that they removed 12cc from the pump and put 12 back in and then the patient began to have overdose symptoms so they took the drug back out and only got 7cc out. No fluid was seen in the pocket when an ultrasound was performed.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. Internal complaint number: (B)(4).